Event description:
The user facility reported that a water hose from a s1e processor had disconnected, resulting in flooding in the room where it was located. No injuries were reported.

Manufacturer narrative:
The water hose is being returned for evaluation. Investigation of this event is in process; a follow-up report will be filed when additional information becomes available.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).